Manufacturer narrative:
The customer performed cleaning maintenance on the analyzer and ran controls. Controls were ok. The system wash reagent consumption was checked. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for twelve patient samples tested on the cobas c 503 analytical unit. Results for the following assays were affected: glucose hk gen.3, creatinine, chol2 (cholesterol), albumin, bun/urea, and crp. Refer to the attachment for all patient data. All samples were repeated on a second analyzer.

Manufacturer narrative:
White crystals were observed on a wash station. The issue was resolved after cleaning maintenance was performed by the customer. The investigation could not identify a product problem. The cause of the event could not be determined.